Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging the following: kidney/renal, kidney removal (left renal mass). No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of visible foam particles was found. The technician confirmed that there were no particles in the air path. No secondary findings were reported during the evaluation, and three error codes were found. The third-party service center concluded that they couldn't confirm the customer's allegation, and the unit was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code have been updated.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging the following: kidney/renal, kidney removal (left renal mass). No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.